Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other four proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported lever did not properly return to the original position resulting in the foot not parking totally was not confirmed. The analysis yielded the following observations: the foot was properly parked inside the needle guide. The posterior foot was checked and there was no evidence of foot surfing. During the investigation of the device, the lever was activated several times and the foot deployed and parked without a problem. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that suture placement was attempted using five proglide devices in the right and left common femoral arteries (lcfa and rcfa) using the preclose technique prior to implanting an aortic prosthesis at the sub-renal aorta artery to treat an aneurysm. The arteriotomy was a 6f. During the interventional procedure, the sheaths were upsized to a 16f in the lcfa and a 20f sheath in the rcfa. Reportedly, two proglide sutures were positioned at each site (lcfa and rcfa) to pre-place the sutures using the preclose technique. After suture retrieval and cutting the suture, the lever did not properly return to the original position resulting in the foot not parking totally. This problem was observed with all devices used in the procedure. In the lcfa, after moving the lever up and down several times the distal foot was able to retract and the proglide devices were removed. The arteriotomy closure of the lcfa was successful after the interventional procedure using the pre-placed two sets of proglide sutures. In the rcfa the same issue occurred. One proglide device had to be replaced by another proglide device as the artery wall was not captured by the suture. Another proglide was used and the sutures were successfully pre-placed. At the completion of the interventional procedure closure of the rcfa was not successful as the artery wall was damaged during the preclosing technique due to the failure to park the foot. The rcfa closure was successfully achieved using a surgical procedure. The patient's condition was reported to be good. A clinically significant delay in the procedure was reported because of the surgical procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.